Manufacturer narrative:
G2: country of origin is germany g4 510k(#): please note that this product cx01b-c (xpede bone cement and mixer, EU) is not marketed in the united states; however, it is similar to the united states marketed device cx01b (xpede bone cement mixer kit, us) with 510k (#) k102397. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during the first cement mixing, the system leaked, causing the liquid to flow out immediately. During the second operation, the cement could not be mixed properly; the mixture was crumbly, did not become liquid, and was unusable. There was no patient involved. Additional information was received that the event occurred during the set up, during the mixing procedure. This event occurred in one operation ¿ but they have the same problem with the second cement/mixer. The cement was leaking out of the mixer.